Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: two actual devices and a companion sample were received for evaluation. Visual inspection of the returned sample showed an oily substance observed on the top side of the samples with valve body cavity. During visual inspection of the companion sample showed some type of oil substance in the packaging. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2400 valve sets had an oily substance on the hard plastic casing. This event occurred while pharmacy staff were preparing the exactamix for compounding. There was no patient involvement. No additional information is available.